Manufacturer narrative:
Sections d4, d7, d10, h3, h4: additional information. Manufacturers investigation conclusion: the evaluation of vad-55724 confirmed internal driveline wire damage that could have contributed to the pump stops observed in the submitted log file. The submitted system controller log file captured two pump stop events on (B)(6) 2019 and (B)(6) 2019. Of note, the patient was supported by battery power during these events. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Vad-55724 was returned with the driveline cut approximately 17¿ from the pump housing and the distal portion was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and outflow graft were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of vad-55724, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. Visual inspection of the returned driveline revealed multiple breaches. Breaches in the insulation of the green, yellow, orange, red, and brown wires were observed 4.5¿ from the pump housing. Additional breaches in the insulation of the yellow and orange wires were observed 6¿ from the pump housing. An additional breach in the insulation of the green wire was observed 6.5¿ from the pump housing. Examination of the remaining portions of the driveline revealed no other obvious breaches to the wires. Hi-pot testing of the returned driveline segments confirmed the breaches in the insulation of the green, yellow, orange, red, and brown wires mentioned above. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Incidental finding: there was a small tear in the bionate layer approximately 4.5¿ from the pump housing where the braided shield appeared to have worn through the bionate layer. The remainder of the bionate cover was unremarkable. The heartmate ii operates on a three-phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase 1, the black and brown wires represent phase 2, and the red and orange wires represent phase 3. If the exposed conductors of any two wires of different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power, the resulting phase-to-phase short could have caused the pump stops recorded in the log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received 13may2019 stating that the patient received a pump exchange due to a suspected percutaneous lead failure on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device ~ 4 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2014. It was reported that during a routine visit, cardiologist noticed 3 pump stops few days before. The patient describes that it happened when he leaned forward. The patient will have x-ray of his cable. No further information was provided.